Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012 at 22:42:08. During night drain cycle four, the patient's ultrafiltration (uf) reading was 21495ml, indicating the home patient (hp) drained 21495ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. Upon further investigation, the uf reading from drain five was added into the uf reading for drain cycle four due to the patient ending therapy early. The drain volume of drain cycle four was 2189 ml, which does not meet iipv criteria. However, the patient volume for drain five went from 1999 ml to -21300 ml, indicating a drain of 23299 ml. This drain does meet iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies. If any additional relevant information is received, a follow-up will be sent.